Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the monitor screen was cracked due to component. Field service engineer replaced the all in one to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es monitor screen cracked. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this incident.